Manufacturer narrative:
N/a.

Event description:
The following has been reported: received at depot. Confirmed pump problem error wait for log review. Pneumatic fail at startup. Replaced full pneumatics system. Pump placed in bring up mode and sent to the test line. Passed all stations of the test line front housing" final acceptance. Provisioned pump to 08 server sent to heratherm. Loaded into heratherm @ 18.30 and 03/16/2026. Passed heratherm pulled @ 06:30 03/17/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety - pass. Provision pump to mayo server. Return to service. A preliminary review of the logs identified the following issue: undefined pneumatic system component failure unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.

Manufacturer narrative:
Correction on date of submission error of 04/07/2026 submitted on 04/08/2026.

Event description:
N/a.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported "faulty pneumatic system" was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.